Event description:
While performing a bone marrow biopsy on an hiv positive patient, the physician punctured the marrow and attempted to obtain an aspirate sample, but was unsuccessful. The biopsy portion of the needle was then inserted into the pt. When inserting the needle into the marrow, the metal sheath of the trap popped up and out, through the yellow end of the trap and punctured the physician's thumb. The physician was tested for bloodborne pathogens and antiretroviral therapy initiated.